Event description:
On (B)(6) 2010, the patient was implanted with an scs system. The patient fell and gradually lost stimulation. The clinical specialist reprogrammed the patient but then he lost the stimulation completely. X-rays showed a shadow on the lead that was suspected to be a fracture. A strain relief loop was used and was intact under the ipg. A long anchor was also used. Impedances on the lead showed contacts 1-8 were invalid and contacts 9-16 were all valid. Programming was tried on all contacts unsuccessfully. The lead was replaced on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method - a visual inspection and functional testing were performed on the lead. The device history and sterilization records were also reviewed. Results - visual inspection revealed broken wires in the lead segments of channels 1-8 approximately 4cm from the paddle. Discoloration was also seen in these lead segments. Channels 1-8 failed continuity and stress testing while channels 9-16 passed all testing. Conclusion: the complaint was confirmed for "lead broken/fractured," the lead was returned with broken wires in the lead segments of channels 1-8. Channels 1-8 failed continuity and stress testing. Channels 9-16 passed all functional testing. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.